Event description:
This is being filed to report the difficulty removing the lock line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. When removing the lock line (ll) resistance was met after retracting the line about 5-10cm. When the arm positioner was turned little by little in the open direction with the intent of removing the clip, it was confirmed that the clip slowly opened to 120 ° when it was returned to the neutral position. After pulling up the gripper, the arm positioner was turned in the open direction to invert and pulled the clip back to the left atrium and the cds removed. One clip was implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported inability to remove the lock line was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability removing the lock line was due to the observed knot in the lock line; however, a definitive cause for the knot cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling. H6: device code 4012 removed.